Event description:
The complainant reported that an impella 5.5 and impella rp pump were implanted as bipella support in a patient for circulatory support. While on bipella support, after a coughing event and a turn; a patient signal not reliable alarm on the impella rp occurred. Flow stayed the same with no change in patient or pump performance. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided. All pertinent information available to abiomed has been submitted at this time.